Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided, a cause for the reported unspecified tissue injury resulting in mitral valve insufficiency/regurgitation (unchanged) cannot be determined. Tissue injury and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4 and anterior flail. One clip was successfully implanted, reducing mr to a grade of 3. In an attempt to further reduce mr, an xtw clip was advanced and grasping was performed. However, while grasping, tissue damage occurred causing mr to returned to a grade of 4. The clip was able to be implanted, but the physician decided to discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.